Event description:
Related manufacturing ref: 3005334138-2024-00009, 3005334138-2024-00011 during an atrial fibrillation procedure, when the tactiflex ablation catheter (lot: 9066884) was connected, the electric potentials were displayed properly, but the sensors was not recognized at all. The tactiflex ablation catheter was reconnected three times, and the catheter presets were reloaded, and recreated from the nominal, but with no resolution. The ensite x system was restarted two times, the amplifier and the display workstation were also restarted at the same time, but with no resolution. When the tactiflex ablation catheter (lot: 9066884) was replaced with a 2nd it (lot: 9096966), the se issue was resolved. The second tactiflex ablation catheter(lot: 9096966) was working properly at first. However, approximately 20 minutes later, the output control was activated even though the temperature was lower, around 38 degrees c, than the setting value of tempguard, 42 dgrees c. The output only increased to 30 watts rather than the set value, 50 watts. When the 2nd tactiflex ablation catheter (lot: 9096966) was replaced with a 3rd it (lot: 9096966), the output issue was resolved. The third tactiflex ablation catheter (lot: 9096966) was working properly at first. However, about 10 minutes later, the temperature control was activated at around 37 degrees c, and the output did not increase to the set value. The third tactiflex ablation catheter was replaced with a fourth (lot: 9096966) and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheters.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported ablation output issue could not be conclusively determined.